Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not completely seat onto the tibial tray. A new articular surface was opened of the same size and fit properly. There was no impact to the patient or delay in surgery. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed as no device or images were received for evaluation. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Brand name: articular surface fixed bearing posterior stabilized (ps) right 11 mm height. Concomitant products: 42532007502, tibia cemented 5 degree stemmed right size f, lot 65057020.